Manufacturer narrative:
Pump received with cracked case at the display window corner, broken reservoir tube lip, missing reservoir tube o-ring and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated the reservoir compartment was cracked and chipped. Customer also reported the rubber ring around the reservoir compartment was missing. Customer stated the reservoir was loosely inserted into the insulin pump. Customer's blood glucose was unknown. The customer was unsure how the damage occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.